Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Factors that may contribute to the device not feeling right during plunger deployment include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that may contribute to a difficult to open or close the foot and device entrapment include, but are not limited to tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. Reportedly, the guide separated from being pulled and twisted in the attempt to remove the device. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as a known adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a peripheral angiogram with intervention procedure. Reportedly, the plunger was pushed down and did not feel right, the plunger was removed and the suture was cut. The device was advanced forward and bleeding was seen. The footplate was retracted and the operator felt a restriction. The device was advanced deep yet the footplate was challenging to close. After the footplate was down, the prostyle was stuck. It was pulled and twisted and ended up separating in two pieces, damaging the vessel. Surgery was used to removed the device and repair the vessel. Surgical suturing achieved hemostasis. There was a clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.